Event description:
While customer was aboard a cruise ship and attempted to move between decks, it is alleged that he toppled over ejecting him from the wheelchair.

Event description:
While customer was aboard a cruise ship and attempted to move between decks, it is alleged that he toppled over ejecting him from the wheelchair.

Manufacturer narrative:
Device serial number and production date not available. As per recent FDA inspection, filing emdr without all pertinent information past the 30 day mark. Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
While customer was aboard a cruise ship and attempted to move between decks. It is alleged that he toppled over ejecting him from the wheelchair.

Manufacturer narrative:
Device serial number and device manufacturer date were made available. Device not available for evaluation. A follow-up report will be submitted should the device become available.

Manufacturer narrative:
An inspection was conducted of incident site. User drove unit off ramp. The inspection revealed nothing wrong with the unit. The user did not have lap belt on at the time of the alleged event.